Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1900023 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: broken up to 3 times when clipping these clips in the patient. Clip seems weak with this lottery number. Additional information: the fallen broken clip was removed from the patient; certainly not simple. There was no patient injury. Surgery was lengthened by having to remove the broken clips.